Event description:
It was reported that during device change out, the right ventricular (rv) lead had dislodged resulting in loss of capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).